Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the device had no backlight and additionally noted that the liquid crystal display had "bleeding", the lower case was cracked at the battery drawer, both output connectors were broken, the lock button on the keypad was flat and the surface scratched and that the main seal was stressed at the battery drawer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no back light. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no back light. The generator was returned for service. There was no patient involvement.